Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a severely tortuous and severely calcified left coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was in a wrapped state. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. A microscopic examination of the balloon material identified no tears or holes in the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. No kinks or damages were observed along the hypotube. A visual and tactile examination was completed on the distal shaft extrusion. An examination identified a pinhole at 16.6 cm proximal to the tip. No damage was noted to the inner of the device.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a severely tortuous and severely calcified left coronary artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.